Event description:
Boston scientific, crm received information that this pacemaker had a stored electrogram (egm), which revealed noise, oversensing, and pacing inhibition on the right ventricular (rv) pacing lead. The impedance measurements on the rv lead varied between 340 and 700 ohms in daily measurements. Noise could not be reproduced with pocket manipulation. A boston scientific technical services (ts) consultant advised that there was a strong possibility of an rv lead issue. It was suspected that there may be lead insulation issue due to the low impedance. The physician elected to make no changes and continue monitoring the system. No adverse patient effects were reported. Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned due to loss of capture (loc). No asystole greater than two seconds was observed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.